Manufacturer narrative:
The device history and sterilization records were reviewed. Review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2. Reference MFR report# 1627487-2012-09502. It was reported the patient's entire scs system was explanted due to a bacterial infection found at the ipg pocket site. The pt's treatment route and the explant date is unk. However, the explant took place about three and a half weeks ago. The pt has been successfully re-implanted and reported effective coverage. The pt has also recovered well.